Manufacturer narrative:
The technician found the caster supports were cracked and three brake casters wobbled. He replaced the casters and caster supports to repair the bed.

Event description:
Information received indicates the brake will not hold.